Manufacturer narrative:
H3: analysis of the ins (B)(6) revealed that the implantable neurostimulator (ins) passed functional testing; however foreign material was observed in the implantable neurostimulator (ins) connector port. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the rep attempted to charge a device in the box and got a 1021 message. The rep indicated that they charged for about one minute. The recharger was in the open loop charging, the app displayed good coupling, then excellent coupling, and then good coupling. The rep attempted to adjust the position of the recharger and then the 1021 message was displayed. The ins battery level did not display during this charging session. During the call the caller started a charging session. The recharger went to the open loop screen for about a minute, then closed loop with the ins battery status showing 100%, then after about a minute it showed 100% with the fully charged message. The issue was not resolved through troubleshooting. The caller will return the ins for analysis. The issue occurred with a device in the box, the system was not associated with a patient.